Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative (rep) that she was having issues charging to 100%. It was discussed that it may be a normal function of the implantable neurostimulator recharger (insr) if the patient missed the recharge sufficient screen. That screen was only there for a few seconds and then goes blank. If another charge was initiated, it would default to 75% charged. Additionally, charging from 90% to 100% takes longer. Troubleshooting was not possible due to lack of access to product. On (B)(6) 2016, the patient reported that an ins revision was needed. The ins was very hard to charge. It was taking about 45 minutes for the insr to connect to the ins; however, she was not able to get any coupling boxes. The rep further reported on (B)(6) 2016, that the patient was seen and had gained some weight. The implantable neurostimulator (ins) was deep. The information was being relayed to the physician for a possible revision of the ins. Additionally, on (B)(6) 2016, another rep reported that they had seen the patient and antenna locate (al) was performed for optimal coupling. They could not get any coupling bars. The patient reported via the rep, that she was able to get some bars when she would lay directly on it, and was going to continue to charge that way. This information was provided to the physician. Indication for use included failed back surgery syndrome, and spinal pain.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 37791, product type recharger.

Event description:
The patient reported error code 376 - antenna temp failure on the implantable neurostimulator recharger (insr) in (B)(6). There was no report of a sudden or gradual change in therapy/symptoms; no patient symptoms were noted. Additional information was received from a manufacturer representative on (B)(6) 2016 reporting that after the patient received their replacement antenna they were able to charge with 6-8 coupling bars. A revision was no longer necessary as it was confirmed that the charger was the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.